Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation in 2008, that an optiflo injection needle was used during a colonoscopy procedure. According to the complainant, during the procedure, the needle did not function correctly. The needle did not come out of the sheath completely, and when done, the needle would not retract. The procedure was completed with this device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine." This is one of three devices that malfunctioned during this procedure. For details of the other devices refer to manufacturer report #3005099803-2008-06093 and MFR #3005099803-2008-06094.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.